Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to shell loosening and migration. A series ii shell, stryker liner, and stryker femoral head were revised to a competitor shell and liner, biolox head and sleeve. Rep confirmed no allegations against the revised liner and head, and confirmed that no additional information will be released.